Event description:
A malfunction alarm was reported by the customer with malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, but the issue recurred, leading to the decision to replace the pump.